Event description:
X3 tubing casette malfunctions during administration of chemotherapy/immunotherapy causing a waste in medication and delay in administration.

Event description:
X3 tubing cassette malfunctions during administration of chemotherapy/immunotherapy causing a waste in medication and delay in administration